Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 6:15 a.m., on (B)(6) 2020. The patient claimed obtaining inaccurately erratic results of ¿above 600, 105 and 62 mg/dl¿, performed more than 20 minutes apart. The patient manages her diabetes with a combination of oral medication (metformin, 500 mg twice daily) and insulin (lantus and novolog, dose unspecified) and she advised that in response to the high reading obtained on the subject device, she administered 10 units of insulin and then ¿slept on the couch¿. The patient advised that at around 7:11 a.m., the same day, she developed symptoms of ¿headache, dizzy and shaking¿ and that she subsequently tested her blood glucose with the subject device, reportedly obtaining a blood glucose result of ¿105 mg/dl¿. The patient reported that she self-treated her symptoms by drinking some orange juice at around 8:25 a.m., and that she felt better afterwards. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device at the time of testing and that an approved sample site was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after administering insulin based on the alleged inaccurate blood glucose results obtained on the subject device.